Event description:
A discrepant result when compared to a lab. The reported device result was 7.8 inr. The corresponding lab result reported was 3.61 inr. The pt's coumadin was held and the dose was changed. The device was replaced and requested to be returned for eval.